Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibits premature battery depletion. Boston scientific technical services (ts) review the information a concluded that there was an increase in the power consumption. Although a replacement surgery was scheduled, it was patient's desired to cancelled it. The exchange procedure will not be performed. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been explanted and return for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device exhibited premature battery depletion. As a result this device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Pg was retuned and a device longevity calculation was performed confirming that the battery was depleting prematurely. Analysis concluded that capacitors were leaky due to hydrogen exposure which caused the premature battery depletion.

Event description:
It was reported that this device exhibited premature battery depletion. As a result this device has been explanted and replaced. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device exhibits premature battery depletion. Boston scientific technical services (ts) review the information a concluded that there was an increase in the power consumption. This device remains implanted. No additional adverse patient effects were reported. Dm.